Manufacturer narrative:
A medtronic representative inspected the imaging system on-site: (B)(6) 2016 - troubleshot and found that one of the pins in the lemo port of the breakout panel assembly was recessed ~1/4". The recessed pin (#7) is part of the ethernet communication between the mobile view station (mvs) and image acquisition system (ias) and was causing intermittent issues with communication. Re-seated the pin in its proper position and tested. The issues could not be replicated any further. Removed and reconnected the interconnect cable 20 times and the pin stayed in its place and the issues still could not be reproduced. A new breakout panel assembly is being ordered. On (B)(6) 2016 - the breakout panel assembly was replaced and the system was tested. An intensive system checkout and a mock case was performed with the primary radiologic technologist (rt). System is fully functional. On (B)(6) 2016 - two mock cases were performed to help ease the site in preparation for the following day's cases. System is still fully functional. On (B)(6) 2016 - the local clinical specialist (cs) and the field service engineer (fse) both sat in on the day's cases. Both cases were completed without issue. System is fully functional. No parts have been received by the manufacturer for evaluation. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system went into stand alone mode. It was reported that this occurred when the user attempted to take a 3d spin. The system was rebooted and then reportedly switched in an out of stand alone mode three times before eventually staying connected. The site was then able to take a successful spin and proceed with the case. The procedure was completed successfully with the use of the imaging system, and there reportedly was no delay. The patient was not impacted.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Although visual inspection found some minor cosmetic damage to the usb port and plastic tab, this did not affect core functionality of the computer. The device was found to be fully functional. The reported event could not be duplicated by medtronic personnel testing of the computer. As previously reported, the cause of the reported event was an electrical issue with the breakout panel.

Manufacturer narrative:
Investigation of returned suspect rear breakout panel confirmed the reported event. Visual inspection confirmed damaged lemo connector. Pin 6 is recessed causing intermittent connection. The reported issue was confirmed to be caused by an electrical issue due to the connector damage.